Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with age more than that of 45 years. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -04.00 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different power lens and the problem was resolved.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -4.0 into the patients left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged for a stronger power; same model and length and the problem was resolved. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).